Manufacturer narrative:
Concomitant products. Endoscope, unknown make or model. Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. The wire guide exhibited damage beginning near 25 cm mark on the distal end of the device. No core wire is exposed, however the coating material is stretched past the 25 cm mark. Some of the coating has created a flap where the damage occurred. No pieces of coating material appears to be missing. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that "for best results, wire guide should be kept wet." The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques include flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used cook fusion pre-loaded with acrobat wire guide. After the physician pulled an extraction balloon back, the wire appeared to strip/peel at approximately 25 cm from the distal tip.